Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display was dim, faded, and/or discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)().

Manufacturer narrative:
Follow-up # 1 date of submission 07/02/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2015 with the following findings: during testing, the display was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the audio bolus button was unresponsive. The audio bolus button cover was removed and the white button slug was found to be misaligned.